Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low tbil results were obtained on two neonatal patient samples on a dimension vista 500 instrument. Siemens remotely reviewed the data provided by the customer and observed that the probe counts were low. Siemens also found several aliquot probe errors and one sample arm 1 probe error in the error log and confirmed that quality controls (qcs) recoveries were within acceptable ranges at all times. The customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: inspected all probes and drains, determined that the aliquot probe was covered in gel, replaced and aligned the aliquot probe, and performed service method tests (smt). The smt recovered within acceptable ranges and the cse requested the customer to run (qcs); the customer reported that all the results were within acceptable ranges. As per the dimension vista total bilirubin instructions for use, "the assay performance has not been established/tested for neonate/pediatric population." The operator did not follow instructions documented in the instructions for use. The cause of the discordant, falsely low tbil results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low total bilirubin (tbil) results were obtained on 2 patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s) and were questioned. The samples were repeated on the same instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). The repeat results were consistent with patients' condition. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil results.